Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced blood glucose (bg) readings ranging from 350 to 380 mg/dl with extreme thirst, excessive urination, a small level of ketones, and drowsiness associated with an intermittent loss of power from the pump. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. No damage or evidence of moisture ingress was noted by the reporter. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the alleged intermittent power issue.